Event description:
Company representative reported on behalf of a health professional who noted an unspecified amount of time after injection with juvederm voluma in the "cheeks", the patient experienced an "infection" in both cheeks. The injections were administered at the site of the patient's cheek implants. The treating physician explanted the cheek implants and prescribed antibiotics an unspecified amount of time later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.